Manufacturer narrative:
Exact date unknown, event occurred a year and a half ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch:5064226/5064233.

Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done. The patient underwent an explant procedure. The explanted ipg and leads were not returned.